Manufacturer narrative:
(B)(6). The device was manufactured march 12-13, 2018. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual examination of the photographs showed evidence of the bladder rupture. The reported condition was verified. The cause of bladder rupture could not be determined via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured during a patient infusion. The intermate was filled with imipenem/cilastatin. The content at the moment of the rupture was 10 to 15 ml imipenem/cilastatin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was additionally reported "the bladder does not empty in a consistent way". Also clarified as "the bladder was emptying in an askew way". Should additional relevant information become available, a supplemental report will be submitted.